Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the lithium battery on the system board. Zoll recommends replacement of the lithium battery every 5 years. This device is approximately 8 years old. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.